Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd veo¿ insulin syringe with needle experienced hub separation from the device. The following information was provided by the initial reporter: consumer stated that the needle hub was missing then she noticed that the hub was inside of the shield.

Event description:
It was reported that the bd veo¿ insulin syringe with bd ultra-fine 6mm needle experienced hub separation from the device. The following information was provided by the initial reporter: consumer stated that the needle hub was missing then she noticed that the hub was inside of the shield.

Manufacturer narrative:
D.9. Device available for eval? Yes. D.9 returned to manufacturer on: 07feb2022. H.6. Samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Corrective/preventative action (CAPA) has been initiated. H3 other text : see h10.